Event description:
The physician reports performing cataract surgery with implantation of the crystalens using the crystalsert lens injector. During insertion there was a rent in the posterior capsule, however, the crystalens was left in place. Two days postoperatively the lens was explanted and replaced with a sulcus iol. The patient's prognosis is good.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The explanted lens was returned to b&l for evaluation. The visual inspection revealed the lens was cut in half and further analysis was not possible. The condition of the lens is consistent with lenses that have been explanted. Four lenses from the same manufacturing lot were evaluated and subjected to dimensional analysis. The results reveal all four lenses were within specifications.